Event description:
The customer reported that results from a patient sample obtained from a vitros 350 chemistry analyzer were associated with an incorrect patient. The customer identified the discrepancy, and no misassociated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that results from a patient sample obtained from a vitros 350 chemistry analyzer were associated with an incorrect patient. The root cause of this event is user error. The customer reused an sid without ensuring that the previous program associated with the sid was processed to completion or deleted prior to reuse. The vitros 350 chemistry system did not malfunction. The technical solutions center (tsc) reviewed information contained in the ¿sample ID reuse¿ section of the vitros 350/250 chemistry system operator's manual on page 7-7 which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. In addition, the tsc assisted the customer in deleting old pending sample programs on their vitros 350 chemistry system.